Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified a fiber body break, confirming the reported event. The fiber body was separated from the fiber connector. The fiber connector had no defects on the face. During functional testing, the aim beam could not be determined because the connector was completely detached from the fiber body. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. The customer mentioned that there was spark and then the fiber broke, it is likely that the interaction between the fiber and console may have led to the connector overheating, this overheating then led to the connector separation observed. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber broke at the end that connects to the console. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber broke at the end that connects to the console. The procedure was completed with another device. There were no patient complications.